Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damaged and reservoir was loose inside of chamber. Customer also reported that the o-ring was missing from top of reservoir compartment. Customer's blood glucose was unknown, but was 363 mg/dl the night before. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip; a test reservoir was installed and did not lock into place due to complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump had normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads and missing the reservoir tube o-ring.